Event description:
The customer tested his blood glucose using his breeze2 meter and received readings of 324 and 374 mg/dl. He retested using another meter and received readings of 113 and 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call was disconnected by the customer. No product will be returned.